Manufacturer narrative:
Continuation of medical products: 694758 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and was hanging on to the tissue in the right ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.